Event description:
It was reported a patient presented with ventricular fibrillation and their implantable cardioverter-defibrillator delivered shocks but was unable to convert the patient¿s rhythm after all therapies were exhausted. An external shock was delivered that successfully converted the patient¿s rhythm to normal. Later, a battery performance alert (bpa) was received by the clinician. Programming changes were made, and the patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
New information received stated that the patient was admitted to the hospital to await for a device change. After receiving external defibrillation, the patient's condition became unstable and the patient eventually passed away.